Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance while attempting to fill the cartridge with insulin. Customer's blood glucose level was 167 mg/dl. Reportedly, the customer successfully loaded a new cartridge onto the pump.